Event description:
It was reported that during use in a surgical procedure the quantum 2 surgery system produced a burning plastic like smell. Another quantum 2 surgery system was brought in the operating room in order to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were requested but not received.